Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's right ventricular lead exhibited noise leading to oversensing. The patient will further be monitored. The patient condition was stable.